Manufacturer narrative:
The reported event of noise was not confirmed. As received, a partial lead (only distal potion) was returned in one piece. Electrical testing did not find any indication of conductor fractures, however an internal short was noted between inner coil and ring electrode cables due to procedural damage at the distal region. Visual and x-ray examinations of the partial lead did not find any anomalies except for procedural damage.

Event description:
It was reported that the right ventricular lead exhibited oversensing noise and inappropriate vf detection. The lead was explanted and replaced. The patient was in stable condition.